Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had recently experienced high and low blood glucose levels on 3 different occasions ((B)(6)) that resulted in either ems being dispatched, visit to the ER, and/or hospitalization. The customer¿s blood glucose level for the (B)(6) 2021 ems/ER event was 20+ mg/dl. The customer was uncertain of the treatment received while in the ER. It was reported that the customer was no longer comfortable using the insulin pump due to these under/over delivery incidents. The customer's mother declined troubleshooting since she was not with the customer at the time of call. The device is expected to be returned for analysis.